Event description:
A dreamstation go auto device was returned to the product investigation lab after an initial complaint of device no longer working. During the evaluation of the device, the service technician observed the device is burned on the inside. The pca, power supply, top enclosure, and power supply shield have been replaced due to burn marks. Additionally, the service technician noted that the blower, inlet filter baffle, and pollen filter are contamination, and required replacement. The device was repaired by the service center and returned to the customer.